Event description:
In 1/2002, it was reported that the pt was diagnosed with a middle ear infection (specific date unknown). The pt was then presented with meningitis (specific date unknown). He recovered from the condition. Because of the risk of cochlea ossification after meningitis, the surgeon recommended bilateral implantation with another clarion device. A few days after this implant surgery was performed on first implant site (s/n 70955) for mastoiditis. Durnig this surgery, in which the electrode may have been extensively manipulated, the electrode impedance measurement was taken prior to closing the incision. At that time, the center indicated the electrode impedance values were out of normal range. The device was explanted and pt was reimplanted with another clarion device.

Event description:
In 1/2002, it was reported that the pt was diagnosed with a middle ear infection (specific date unknown). The pt was then presented with meningitis (specific date unknown). Pt recovered from the condition. Because of the risk of cochlea ossification after meningitis, the surgeon recommended bilateral implantation with another clarion device. A few days after this implant surgery was performed on first implant site (s/n 70955) for mastoiditis. During this surgery, in which the electrode may have been extensively manipulated, the electrode impedance measurement was taken prior to closing the incision. At that time, the center indicated the electrode impedance values were out of normal range. The device was explanted and pt was reimplanted with another clarion device.

Event description:
The patient was seen at the implant center for revision surgery in january 2002. The reason for revision was not specified by the center. At the time that surgery was performed, the center indicated that the electrode impedance value were out of normal range.